Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow up. The lead had dislodged and was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.